Event description:
This pt was admitted to the hosp with a chief complaint of non st-elevation mi. This was treated with the placement of a 3.0 x 8mm unk bare metal stent (non-cypher). Approximately 16 months later, this stent was retreated for restenosis with a re-pci and brachytherapy. Approx 19 months later, the pt presented again with unstable angina and restenosis of the previously placed stent was noted. The pt was then enrolled into study. The pt was currently taking aspirin, beta-blockers, statins and ace-inhibitors.